Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. In addition, pacing impedance was found to be low and defibrillation impedance was unable to be measured. X-ray imaging was performed and revealed an externalized conductor. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.